Event description:
Sorin group (B)(4) received a report that the pump stopped, restarted and displayed a motor controller error during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mrp. The incident occurred in tübingen(B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The s5 control panel mrp was returned to livanova (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. The pump memory had been erased, so the event could not be identified the pump memory. Functional testing and hardware analysis could not reproduce the reported issue. The hkr processor board was replaced as a precaution and the device was returned to the customer. Livanova deutschland has not been made aware of any further issues with this device following the replacement of the processor board at livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mrp 150/85. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump stopped, restarted and displayed a motor controller error during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.